Manufacturer narrative:
Physio-control further evaluated the device's system pcb assembly and determined that the cause of the reported issue was due to the single board computer (sbc). The device was scrapped by physio-control.

Event description:
The customer contacted physio-control to report that their device is not completing the boot up process and is getting stuck on the self test screen. As a result, defibrillation therapy would not be available, if it was needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the issue is the result of the system pcb. At this time, this device cannot be repaired due to part obsolescence. The customer has received a loaner until a permanent solution for this complaint is identified.

Event description:
The customer contacted physio-control to report that their device is not completing the boot up process and is getting stuck on the self test screen. As a result, defibrillation therapy would not be available, if it was needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device is not completing the boot up process and is getting stuck on the self test screen. As a result, defibrillation therapy would not be available, if it was needed. There was no report of patient use associated with the reported event.